Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal cancer resection, when the rectum was disconnected, there was a loud noise when the device was first fired. It could not be fired when the second nail was loaded. They replaced the device with a new one to complete the case. There was no patient injury.